Manufacturer narrative:
(B)(4).

Event description:
It was reported that during control device interrogation, device could not be interrogated. Device was explanted and replaced. Patient's condition was stable.

Manufacturer narrative:
The reported field event of an inability to interrogate the device was confirmed in the laboratory and was due to the battery voltage being below the minimum voltage required for proper circuit operation. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.